Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One used decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process, the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a twelve (12) hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation tests were repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on the results of testing the reported failure was not observed and no trend of similar customer complaints was identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that "checked for leak about 5h after patient use. Checked after extubation and it was clear that air was escaping." There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.